Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had elevated blood glucose levels all day in the 600s mg/dl. The customer changed out the site, and bolused using the pump, and the issue resolved. The customer indicated that they had a cold.